Manufacturer narrative:
Integra completed its internal investigation 12/22/2015. The investigation included: method: service history; review of complaint management database for similar complaints; visual examination. Results: service history: date of service: (B)(6) 2015; date of service: (B)(6) 2013; date of service: (B)(6) 2013. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements except for the lock having rotational movement; this would not have caused a slippage. When unit is properly positioned and put under pressure, the unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements; however, general maintenance is required. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
A1059 skull clamp was placed on the patient. At the beginning of surgery, the patient "slipped," causing a small laceration. The same skull clamp reapplied and procedure was completed without any further incidents. There was a 10 minute delay in surgery. Additional information was requested and on 12 nov 2015, the following was provided: the patient was positioned supine for the craniotomy surgery. Integra disposable skull pins (a1072) were used. The patient was only repositioned when the product slipped. The surgery was not performed with a stereotaxy device. The patient was pinned to 60 pounds of pressure, affixed, prepped, and the operation commenced. Upon incision, the head released. The incision was closed. The patient was repinned to 80 pounds of pressure under same prep/drep so as to avoid breaking field and infection risk. The length of time the product was in use before the event occurred was unknown. The location and size/length of the laceration, as well as treatment could not be recalled by the surgeon.